Event description:
It was reported that the minibore bi-fuse pressure 2 IV connector experienced component separation. The following information was provided by the initial reporter: while using mz5307 in an obstetric ward, the nurse noticed that the tubing was separated from the connection. The nurse replaced the product and resumed the infusion. Whether this was caused by the patient¿s movement or other factors remains unknown. No health hazard was reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 09/09/2020. Investigation conclusion: one mz5307 sample was received for investigation with dried fluid within the line; no packaging was received with the sample, however the customer indicates the affected lot number to be 19055577. A visual inspection of the sample identified a separation at the lower tubing to tubing adaptor joint; a closer inspection of the separated tubing identified the presence of residual solvent. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the separation could not be determined in this instance, however it is possible that an inconsistent amount of solvent had been applied to the joint, which when coupled with a pulling force may have resulted in the customer's experience. A review of the production records for lot 19055577 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5307 set in the past 12 months.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the minibore bi-fuse pressure 2 IV connector experienced component separation. The following information was provided by the initial reporter: while using mz5307 in an obstetric ward, the nurse noticed that the tubing was separated from the connection. The nurse replaced the product and resumed the infusion. Whether this was caused by the patient¿s movement or other factors remains unknown. No health hazard was reported.